Event description:
Dexcom g6 sensor inaccuracy: 7:46am g6 reading 251, finger stick reading is 197. That is a mard (mean absolute relative difference) of 27.4%, which is outside the allowed 20% range. Inserted (B)(6) 2024. Activated on (B)(6) 2024.

Event description:
Additional information received for mw5162398 on 11/15/2024. Sensor error less than 3 hours. Replaced sensor.